Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet, increasing mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet was short with some calcification and calcified annulus. One mitraclip was implanted reducing mr to 2. On (B)(6) 2019, the patient presented with an increase in mr to 2-3. An echocardiogram showed a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physicians opinion, the slda was probably due to patient anatomy. The patient is stable and no treatment is intended at this time. There was no clinically significant delay in the procedure. No additional information was provided.